Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided. Section a3a, a3b: sex, gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown; the best estimate date is between nov 18, 2025 [implant date] and april 08, 2022 [alert date]. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient expressed dissatisfaction following implantation of a single-piece, preloaded monofocal intraocular lens (iol). The original iol was subsequently explanted from the patient's left eye and iol dcb00 21.5 3117662551 was implanted. No further information was provided.